Event description:
Patient reported deflation caused by mammogram not device related. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
In response to FDA report number: sus mw5150523. Additional, changed, and/or corrected data.

Event description:
Patient reported to regulatory agency (sus mw5150523) deflation caused by mammogram. Device remains implanted.